Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump longer on rewind, makes grinding noise sometimes on rewind. Customer¿s blood glucose was unknown at the time of incident. Insulin pump had unexplained no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The customer's weight information with the initial report was incorrect. The correct information has been included with this report. The information provided in section b5 with the initial report was incorrect. The correct information has been included with this report. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's weight information has been changed to (B)(6). The blood glucose value was (B)(6) to mg/dl.